Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 180 mg/dl.